Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Further review of the manufacturer's database indicates the patient died approximately ten years and six months post the right ventricular lead implant. The cause of death has been requested and received from the funeral home; and per the certificate of death the cause of death is listed: respiratory failure due to sepsis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful regarding the source of the sepsis which resulted in the patient's respiratory failure and subsequent death. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the proximal segment of the lead was returned to the manufacturer, analyzed and tested out of specification. The outer insulation was breached, environmental stress cracking. All conductors had blood/body fluid (not obstructed). The outer insulation had a breached cut. There was cosmetic environmental stress cracking and depression.